Event description:
It was reported that after they were getting errors during a scan, causing the patient to be re-exposed. It was determined that the motor control board needed to be replaced. Once this was done the system is working as intended.